Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026. The patient blood glucose level was 230 mg/dl and the patient was treated with insulin pump. No further information available.